Event description:
It was reported that during pre dilation of a heavily calcified lesion of the sfa, the balloon burst at 14 atm on the first inflation. The device was removed without incident; however, upon removal, it was found that the distal end of the pta balloon dilatation catheter detached and remained inside of the pt. No attempts were made to retrieve the detached end as it was reportedly embedded in the vessel wall. A stent was implanted to appose the end of the catheter to the vessel wall. There was no report of pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway.